Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, incomplete stent opening was observed and was mitigated as per the steps; the valve was implanted at a depth of 6mm on the non-coronary cusp (ncc). Large paravalvular leak (pvl) was noted; post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. Transesophageal echocardiogram (tee) showed severe regurgitation. A 26mm, non-abbott valve was decided to be implanted. The valve was implanted; no regurgitation or pvl were noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.